Manufacturer narrative:
H.6 investigation summary: catalog #: 367587. Lot #: 2259050. Bd did not received samples, but 1 photo was provided for investigation. The photo was visually reviewed and indicated failure mode for underfill with the incident lot was not observed. Additionally 100 retention samples from bd inventory were inspected and no issues were observed relating to underfill as all samples met specifications. A draw test was performed at the manufacturing site on 10 retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, there was underfill of 3000 tubes. No patient impact reported. The following information was provided by the initial reporter: "cat#367587 tube glu 13*75 2ml, lot number -2259050 getting under filling."

Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, there was underfill of 3000 tubes. No patient impact reported. The following information was provided by the initial reporter: "cat#367587 tube glu 13*75 2ml, lot number -2259050 getting under filling."